Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the push button luer was broken. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 69391 was returned and analyzed. Visual inspection of the balloon catheter showed that the push button was derailed out of the handle. Smart chip verification showed that the catheter was not used. The balloon catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, the reported broken luer was not confirmed through testing. If information is provided in the future, a supplemental report will be issued.